Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Neither autopsy nor explant information was reported. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from this patient's husband that approximately two weeks following implant of this bioprosthetic aortic valve, the patient expired because "the surgery wasn't successful." No cause of death has been received, and no relationship to the heart valve has been indicated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.